Event description:
It was reported that the arctic sun device was not recording patient's temperature. The engineer has looked at logs however the last log has not been recorded was actually on site on the (B)(6) and could check the unit when on site before it was brought back as it might be a user error. Per follow up information received via mail on 21feb2025, not recording patient's temperature. The device be sent in for a bd-approved facility for evaluation. The issue was not resolved. Waiting for customer reply about patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The engineer has looked at logs however the last log has not been recorded was actually on site on (B)(6) and could check the unit when on site before it was brought back as it might be a user error. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: e. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not recording patient's temperature. The engineer has looked at logs however the last log has not been recorded was actually on site on (B)(6) and could check the unit when on site before it was brought back as it might be a user error. Per follow up information received via mail on 21feb2025, not recording patient's temperature. The device be sent in for a bd-approved facility for evaluation. The issue was not resolved. Waiting for customer reply about patient involvement. Per follow up information received via mail on 22jul2025, this system has not been sent to them. The work order was opened on the 19th of february 2025 and closed on the 21st two days later.